Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous left anterior descending artery lesion with 90% stenosis. A 3.5x28 mm xience sierra drug eluding stent (des) was advanced without issue. However, during the first inflation, contrast began leaking from the hub of the stent. An additional xience skypoint des was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.